Event description:
Attorney reported: in 2006 -the pt was implanted with a small oval bard composix kugel patch and suffered physical and other injury. Her injuries include, but were not limited to, severe abdominal pain, infection, adhesions, bowel perforation, and bowel resection; the forced surgical removal of the failed and defective composix kugel, recurrent hernia, and physical disfigurement. In 2008 -the mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned, nor has a specific product problem been reported. No conclusion can be drawn at this time.